Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, heavily tortuous, 90% stenosed right coronary artery. After rotablation was performed, a 3x15mm nc traveler balloon dilatation catheter (bdc) was advanced without resistance. The balloon ruptured during the first inflation at 4-5 atmospheres, and the bdc faced resistance with the anatomy during removal. An unspecified nc traveler balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.